Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The field service engineer found the sample probe was bent and misaligned. He replaced the sample probe. The customer performed qc with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect gen.2 na result for one patient tested on a cobas c 501 module. Prior to patient testing, the customer confirmed no issues with qc. The patient's initial na result was not reported outside the laboratory. The customer questioned the initial na result and performed repeat testing on a different c 501 module. The patient's initial na result was 156 mmol/l. The patient's repeat result was 138 mmol/l. The customer determined the repeat result was correct and this result was reported outside the laboratory. The na electrode lot number and expiration date were requested but not provided.